Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the image of the subject device blacked out when the distal end was flexed. The issue occurred during final preparation for diagnostic flexible bronchoscopy procedure, before inserting scope into airway. The procedure time/time under sedation was increased by approximately 15 minutes. The procedure was completed with another device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection and the inspection identified no image with the scope due to a smash and kinks on the insertion tube. The likely cause was due to a component failure. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.